Event description:
Removal of endosseous dental implant. Implant was placed on 8-1-97 in site #6 (class iii bone) during a routine procedure in which bone augmentation was performed usiing freeze-dried bone and a resorbable membrane. The clinician reports that the reason for implant failure is due to poor bone quantity and quality. The implant was removed on 8-1-97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.